Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded. The patient was diagnosed with throat cancer and an infected gall bladder. There is no indication/information of medical intervention received. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information related to a ventilator's alleging that the patient was diagnosed with throat cancer and an infected gall bladder. There is no indication/information of medical intervention received. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.